Event description:
The patient contacted baxter's technical service center regarding a high drain 181/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use. The patient stated she had not had therapy in two days. The patient stated that the last time she used the hc she just set it up but did not connect because she had to go to the hospital. The patient said she did her therapy at the hospital. The patient was not sure why the alarm came up. The patient would set up for therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) [(B)(6)] on (B)(4) 2012, regarding the reported alarm. The nurse was not made aware of the alarm. She stated that the patient was hospitalized on (B)(6) 2012, was later discharged, and then was readmitted on (B)(6) 2012. The rn stated that the hospitalization was not related to pd therapy. She stated that the patient was still performing pd therapy while in the hospital. She also stated that the patient had a hard time doing therapy because they were legally blind, and they recently received a new caregiver (cg) that had not been fully trained, so the patient needed assistance with performing therapy. She stated that the doctor was requesting that the hp switch to hemodialysis for this reason, but they were still trying to convince the hp to do so. She stated that otherwise there had been no additional issues with pd therapy. There was no patient injury or medical intervention reported in association with this event. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.